Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, oversensing, and doublecounting of r-waves. This ra lead remains in service. No adverse patient effects were reported.